Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, during a routine endoscopic examination, the patient was diagnosed with a jejunal ulcer. The gastroenterologist reported that the ulceration was due to pressure from the jejunal tube on the jejunal wall. The j tube was removed; it was planned to reinsert the j tube after a 6 week healing period. No treatment was initiated for the ulcer. The patient started oral levadopa treatment.